Event description:
It was reported by service report that the cot will not lock in up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Other: height adjustment rack.